Manufacturer narrative:
Updated fields - h6 ( type of investigation, investigation findings, component codes, investigation conclusion). Corrected field- b5, b6, b7, d10, h6- health effect ¿ impact codes. A getinge field service engineer (fse) was dispatched to evaluate the unit. The customer reported that they were receiving autofill failures. Upon inspection fse found fault log #37 pressure solenoid fail, and #58 temp below ambient. Confirmed successful functionality of the k8 solenoid. He replaced temperature sensor, threaded probe d206-00-0734 and connected his simulator for 2 hours. After 2 hours, fse reviewed the fault logs and both fault log #37 and #58 were no longer present. Performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) had auto filling failure. There was no patient harm reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had auto filling failure. There was no patient involvement.